Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed, a presumable cause neither a root cause could be identified for this event. However, based on the results of the investigation, since the biopsy tube was dented, we assume that the biopsy channel kinked or deformed due to an external physical shock, causing the biopsy channel to become clogged. The event can be detected and prevented by following the instructions for use: the inspection method for the suggested event is described as follows in the operation manual for tjf-q290v "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had the forceps channel clogged. The issue found during a therapeutic stent replacement procedure when removing the stent and the procedure was completed using a similar device. There were no reports of patient harm.